Manufacturer narrative:
The reported field event of sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that when the device was tested during the implant procedure, consistent undersensing of r-waves was observed. Device was not used and the procedure was completed successfully using another device. The patient did not have any complications from surgery.